Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The rv setscrew could not fully travel through the connector block due to epoxy in the bore. The setscrew thus could not connect onto the lead pin in the rv bore. No issue with the remaining setscrews was noted during analysis.

Event description:
It was reported during implant that the rv coil df-1 set screw did not feel correct. The screw would tighten and the wrench would click, but the lead could still be pulled out of the header. This device was not implanted and no further complications were reported.